Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 24 mg/dl. The customer reported loss of consciousness, hypoglycemia was treated glucose/carb intake and visited ems/ambulance/ER visit. The event involved product(s) mmt-332a, mmt-386a, mmt-1880. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer believes the pump was over delivering. No further patient complications were reported. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for mmt-386a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 01-jul-2024 found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 9.6 u and on (B)(6) 2024 found 0 u bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump monitored for several days and no unexpected bolus delivery noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (--- mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery and unexpected bolus delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
On (B)(6) 2024, the customer alleged the unexpected bolus delivery, pump over delivery and visited the emergency room for low bg. On (B)(6) 2024, (B)(4), the customer alleged the pump over delivery and hospitalized for low bg. On (B)(6) 2024, (B)(4), the customer alleged the auto bolus in the middle of the night. The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 01-jul-2024 found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 9.6 u and on (B)(6) 2024 found 0 u bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump monitored for several days and no unexpected bolus delivery noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.7 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery and unexpected bolus delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.